Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Uterine inversion [uterine inversion]. Case narrative: this spontaneous report originating from united states was received from a nurse via clinical accounts specialist (cas) referring to a female patient of unknown age. The patient's medical history, concurrent conditions, concomitant medication and past/drug allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient used vacuum-induced hemorrhage control system (jada system) (lot/ batch#, expiry date was not reported) via intrauterine route for post-partum uterine bleeding. On an unknown date, the patient experienced uterine inversion (medically significant). The patient was ended up having a hysterectomy due to uterine inversion. No additional information provided. The action taken with suspect therapy was not reported. The outcome of the event was unknown. The causality assessment was not provided. Upon internal review, the event uterine inversion of adverse event was considered to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.